Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately one month post-implant of a suprarenal aortic extension, an infrarenal aortic extension, and a bifurcated device, a distal type I endoleak was identified under fluoroscopy. Reportedly, the physician placed a limb extension to correct the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned for evaluation. However, operative notes from the initial and secondary procedures, and CT reports two weeks post index procedure were provided for clinical assessment by clinical representative. Based on the review of the medical records, it was determined that the patient's anatomy may have been a contributing factor to the reported event, due to pre-existing left iliac limb stenosis. Additionally, review of the operative notes from the index procedure suggest user technique as a contributing factor in this event. Review of the manufacturing records did not indicate that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.